Event description:
It was reported that the right ventricular lead capture threshold increased from less than 1.0 v to 4.0 v in the unipolar configuration. The bipolar lead impedance was greater than 2000 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.